Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was oversensing the patient's implantable pulse generator (not manufactured or distributed by cpi) resulting in a loss of brady capture. The physcian elected to reporogram the ipg to aai. The problem was resolved. The ICD remains implanted.